Event description:
There was no patient involved in this event. This device malfunctioned because the red status led was flashing after an upgrade.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. Between (B)(6) 2012 there are multiple manual power ups mainly of 10 minutes duration during which time the pad-pak became depleted. The user did upgrade the software but did not power cycle the device due to the depleted pad-pak. The upgrade of the device did not result in the reported failure. The manual events would indicate a failing device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.